Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported on an unknown date, the meropenem and vancomycin intraperitoneal antibiotic treatments were discontinued. On an unknown date, meropenem injection (1gm, once daily, intravenous, ongoing) and vancomycin injection (1gm, every 5th day, intravenous, ongoing) was started for peritonitis. At the time of this report, the patient recovered from cloudy effluent and not recovered from peritonitis. Pd therapy was put on hold, the pd catheter was removed and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the day after peritonitis diagnosis, the patient was hospitalized and began treatment with meropenem injection (1gm, once daily, intraperitoneal, ongoing) and vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.